Event description:
An (B)(6) male pt contacted zoll lifecor customer support to report that his monitor displayed a message indicating there was a problem with his battery. The pt was provided with a replacement battery pack.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2. Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 1. Will not be returned to manufacturer.

Event description:
Caller states the patient tested >8.0 inr on coaguchek s system 1, a 3.66 inr and 3.65 inr on comparison labs, and >8.0 on coaguchek s system 2. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated the strips were discarded, so no product will be returned for evaluation.